Event description:
Pt underwent spectranetics laser assisted extraction of medtronic sprint fidelis aicd lead, due to lead fracture. During the extraction, a tear in the pt's superior vena cava was identified. The pt developed cardiac tamponade and ultimately expired.